Manufacturer narrative:
Film evaluation summary: the dissection and inaccurate delivery events reported during implant were confirmed on the films provided. It is likely that the patients diseased anatomy (e.g. Calcified iliac arteries and access vessels) were a primary contributor to the occurrence of the dissection in the patient. It is most likely that procedural and user error in positioning of the device and in lack of remediation after angiogram visualisation of the device in the false lumen were a factor in the inaccurate placement of the devices and their subsequent explantation. The delivery system and explanted devices are not returning for analysis and so potential device issues cannot be evaluated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c82e, serial/lot #: (B)(4), ubd: 24-sep-2021, UDI#: (B)(4). Product ID: etlw1613c93e, serial/lot # unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a 45mm abdominal aortic aneurysm. It was reported that the size of the aneurysm was two and a half times the size of the patients native aorta which measured 19/20mm. It was reported that during the index procedure the physician had difficulty advancing the initial guide wire but with some persistence was able to get it into the correct location in the descending taa for stent placement. It was reported that it was thought intravascular ultrasound was planned to be used throughout the procedure and to see that the grafts were placed in the true lumen but the ultrasound was unable to be carried out. The physician continued with the procedure while trying to ascertain if any resistance was felt when advancing the main body and using a recommendation of spinning a pigtail catheter to unsure the grafts were in the true lumen. The physician denied any resistance and continued to move forward with placing the main body cannulated from the contra side and placed the 16x13x93 limb and then completed the ipsilateral side with the 16x13x82 limb. The grafts were ballooned using a reliant balloon and then took the final angiogram which did not show the renal artery's, sma, or celiac filling. The angiogram also showed that the grafts were placed in a false lumen on the right. The renal arteries were open until the supra renal fixation was released. The patient kept producing clear urine throughout the procedure and it was reported that at the time there wasn't adequate resources to complete an open repair. The vessels were so friable that no pulse was detected on the left side which turned out to be a dissection. A enartectomy and patch repair on the left was performed. The next morning the CT showed that the graft was placed in the false lumen and the renal artery's, celiac, and sma were coming off the true lumen with anterograde flow and the decision was made to explant the graft and do an open repair. All stent grafts were explanted. As per the physician the cause of the event was anatomy and user error and noted the patient had highly calcified bilateral cia's which caused him to get in a dissection plan upon initial access with the glide wire. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the dissection and inaccurate delivery events reported during implant were not confirmed on the films provided. Lack of returned procedural images or post-implant CT¿s did not allow for analysis of the positioning of the devices and their implantation in the patient. It would appear that the patients diseased anatomy (e.g. Calcified iliac arteries and access vessels) were a primary contributor to the occurrence of the dissection in the patient. It is most likely that procedural and user error in positioning of the device and in lack of remediation after angiogram visualisation of the device in the false lumen were a factor in the inaccurate placement of the devices and their subsequent explantation. The delivery system and explanted devices are not returning for analysis and so potential device issues cannot be evaluated. Additional information: product ID: etlw1613c93e, serial no (B)(4), ubd: 2021-08-26, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.